Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via data transmission with the implantable cardiac monitor exhibiting episodes of noise. Reprogramming was recommended on the patient's next in clinic follow up. There were not reported adverse consequences.